Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided.customer administered a correction injection via multiple daily injections (mdi) to address the bg level. Customer addressed the issue by changing the pump supplies and resuming insulin delivery. Reportedly, a replacement or out-of-warranty loaner pump was provided as the resolution.